Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient alleges that he is experiencing water chamber empty and burning smell waking him up. Patient alleges that humidifier is not working on device. Patient stated that after a few hours, water tank is empty and no water chamber. Patient stated that he adjusted temperature to several different settings, and it still is using all the water and getting burning smell. Patient plugging device directly into wall outlet. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that he is experiencing water chamber empty and burning smell waking him up. Patient alleges that humidifier is not working on device. Patient stated that after a few hours, water tank is empty and no water chamber. Patient stated that he adjusted temperature to several different settings, and it still is using all the water and getting burning smell. Patient plugging device directly into wall outlet. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to pil and evaluated. Evaluation result stated there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.